Event description:
It was reported that treatment was being performed on a lesion at the circumflex/om bifurcation. Two bmw guide wires were placed in each artery. One stent was implanted in a distal lesion in one of the arteries and a balloon dilatation was performed at the bifurcation. After the balloon inflation, one of the guide wire tips was observed to be positioned in a capillary vessel. The guide wire was gently pulled to free the tip; however, the tip separated as the guide wire was removed. The guide wire tip remains in the pt.